Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The returned driver was evaluated. It was confirmed that the driver tip sheared off. A review of the manufacturing records did not identify any issues which would have contributed with this event. It was confirmed that labeling provides instruction on proper device usage. A CAPA was initiated for a previous issue. The cause was determined to be attributed to the design being unable to withstand greater-than-expected torque that is likely being applied intraoperatively due to additional off-axis force and the increased torque range of the handle. The design was incrementally improved after manufacture of this lot.

Event description:
It was reported that during the procedure the tip of the driver broke. The case was completed using an alternate driver. There were no reported patient impacts. This report is two of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the driver broke. The case was completed using an alternate driver. There were no reported patient impacts.